Manufacturer narrative:
Concomitants: "(B)(6) 02-010-01-0230 - logic femoral ps cem left sz 3. (B)(6) 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. (B)(6) 200-02-32 - three peg patella 32mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA. It was reported via legal documentation that approximately 90 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, chronic left hip pain, left hip pain with ambulation, cysts. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-1732-2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The most likely underlying cause for the revision reported is prosthesis wear and a combination of risk factors specified, such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.